Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13517. It was reported that when a patient presented to the emergency room, hematoma and pocket infection was noted. It was believed that the infection was caused by the recent device implant procedure as the procedure was a fairly complex extraction of products. The device and leads were explanted, and a temporary system was placed until infection clears. The patient was stable.

Manufacturer narrative:
The reported field event of infection could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.